Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose levels of 17mmol/l on (B)(6) 2026. The event lasted for about three to four hours. The insertion site was at abdomen. The patient received treatment with manual injections.